Manufacturer narrative:
Failure analysis confirmed that the insulin pump was unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr(gold). The motor passed motor test. The insulin pump was received with scratched lcd window. The insulin pump was received cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer did not state any significant events leading to the alarm. It is unknown if the insulin pump will be returned for analysis.